Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned tasp exhibits signs of repeated use and has fractured into 4 pieces and all pieces were returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be a previously addressed design issue. This issue was previously investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01483, 0001822565-2019-01484, 0001822565-2019-01485, 0001822565-2019-01486.

Event description:
It was reported that the tibial articular surface provisional (tasp) were found in the trays worn and fractured.